Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for the wearable with the serial number (B)(6) however, data for the wearable with the serial number (B)(6) was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss of over one hour occurred for wearable with serial number (B)(6). Data was provided for investigation. The problem was confirmed for wearable with serial number (B)(6). The probable cause was the transmitter and app were unable to establish a connection.